Event description:
It was reported that intermittent unspecified pump alarms would occur, interrupting insulin therapy. Although requested, the customer was unable to provide more information regarding details of the events. Customer was able to successfully resume insulin therapy each time. There was no adverse impact to the customer's blood glucose level.